Event description:
It was reported that a diagnostic anomaly resulting in an erroneous longevity measurement was observed on the device. The device was reinterrogated, and a normal longevity measurement was observed. The patient was in stable condition.